Event description:
Patient revised to address instability, found osteolysis, polyethylene wear.

Manufacturer narrative:
Examination was not possible as no product was returned. A search of the warsaw and international complaint database did not find any additional reports of this nature for the product code/lots provided since their respective release for distribution. The exact root cause of the reported wear could not be determined; it would not be unreasonable to expect some wear after approximately 13 years of implantation. The need for corrective action was not indicated. The reported product is an obsolete item. Depuy considers the investigation closed at this time. Should the product and/or additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.